Event description:
It was reported to boston scientific corp in 2008 that a leveen needle electrode was used in a percutaneous radio frequency ablation procedure on a female patient (weight unk) on the month before. According to the complainant, "the patient was admitted with surgical emphysema two days post ablation." (Two days later)" that was a result of a bowel tear. The patient developed peritonitis requiring CT guided drainage of an abscess. She's in the hospital but doing relatively well."

Manufacturer narrative:
The lot number is unk; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. The complainant did not provide a lot number; therefore, a shipment history search was performed. This search identified one lot (9288929) that was shipped to the customer prior to the event date. A search of the complaint database revealed no additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The january 2008 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.